Manufacturer narrative:
Complaint conclusion: a report was received that after treatment of an unknown lesion a 6mm angioguard rx emboli capture guidewire system could not be retrieved with the capture system sheath. The device was removed with no reported patient injury. The site reported that the device had been stored, handled, inspected and prepped according to the instructions for use (IFU) and that there was nothing unusual about the device prior to use. After the intervention on an unknown lesion, the site reported that there was no difficulty advancing the capture sheath towards the lesion. During the attempt to retrieve the filter, the retrieval sheath was advanced while keeping the filter wire fixed. No deformation was noted to the filter basket. The capture sheath was advanced until the marker band lined up with the proximal filter basket marker band. The site reported that it this point, the filter basket could not be retrieved into the capture system sheath. The physician was able to remove the device with no reported patient injury. When removed, they noted that there was no debris within the filter basket. A non-sterile unit of embolic protection device rx/6mm basket diameter/180cm was received coiled in a plastic bag. The components received were angioguard guidewire and capture sheath. The angioguard was received inserted in the capture sheath; the filter basket was received deployed. An unraveled-stretched condition was found on the coiled distal tip of the delivery wire. No other anomalies were found during visual analysis. Functional analysis was performed successfully with re-capture of the filter without difficulty. The filter basket and capture system were analyzed under the vision system and dried blood residues were found on the filter basket. No other anomalies were found. A review of the manufacturing records related to this product could not be performed since the lot number was not provided. The reported ¿capture system / capture difficulty-unable to¿ event was not confirmed since the device passed functional testing. The cause of the event, as well as the unraveled-stretched condition of the wire distal tip, could not be conclusively determined. However, procedural / handling factors might have contributed to this issue. The product IFU instructs the user to collapse the filter basket by advancing the capture sheath until the distal capture sheath marker is adjacent to the proximal filter basket marker band. Using fluoroscopy, the user is to confirm filter basket closure by ensuring reduction of the diameter of the radiopaque strut marker bands. The IFU further instructs to not try removing the angioguard rx by only pulling on the capture sheath and to never pull the capture guidewire into the guiding catheter or interventional sheath introducer if there is resistance. The user should remove the device by grasping the guidewire and capture sheath together near the hemovalve from the guiding catheter or sheath as a single unit. Care should be taken when pulling the basket through the open hemovalve to avoid potential release of captured emboli. Based on the information available for review, there are possible procedural and/or handling factors (as evidenced by the unraveled/stretched condition of the distal tip of the guidewire) that may have contributed to these events. Based on the analysis of the device and without the lot number, it is not possible to determine if the reported events were related to a manufacturing issue. Therefore no corrective actions will be taken.

Manufacturer narrative:
(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During treatment to an unknown target lesion, the surgeon noted the angioguard could not be recalled into the sheath. The surgeon removed it directly. There was no report on patient injury, the patient is doing fine. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the device prior to use. There was no difficulty advancing the capture sheath to the lesion. During filter retrieval, the retrieval sheath was being advanced while the filter wire was fixed. There was no deformation to the filter basket. The capture sheath was advanced until the marker band lined up with the proximal filter basket marker band. There was no debris in the filter basket after removal. The product will be returned for analysis.